Event description:
It was reported that pt underwent total knee arthroplasty in 1995. Subsequently, pt was admitted for revision of right knee, secondary to pain and instability from loose components. Patella button component was removed.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. A mandatory medwatch report was received on march 10, 2008 from the user facility. User facility reported indicated date of event/explanted was in 2008, post operative report indicates date of surgery was 2 days after the event date indicated.